Event description:
They had two neostar yesterday that had leaks in the extension legs. The first one they caught during placement and exchanged it right away. The one they exchanged it with leaked when the pt was sent to the unit for treatment. They did not save either one. Part number is (B)(4) and they were both from lot 567047. They would like to have them replaced. First one was placed by dr (B)(6) and the second was placed by a np, (B)(6). There was no harm to the pt.